Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned on a loss of therapeutic effect occurred. The patient was told her device was disconnected. The patient requested a doctor remove the device. Additional information has been requested, but was not available as of the date of this report.